Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by fever. The breach in aseptic technique was further described as the patient made an unspecified mistake. Two days prior to the peritonitis diagnosis, the patient experienced fever. A day after the initial symptom onset, the patient was hospitalized due to fever. The patient was treated with vancomycin injection (1gm, every 96 hours, ongoing, route not reported) and ceftazidime injection (1gm, twice a day, ongoing, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.